Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture has caused or contributed to patient injury previously, device issue: balloon rupture. It was reported that the target lesion was in the proximal lad with 80% stenosis and moderate calcification. The bmw universal guide wire was advanced to the distal lad. The 3.5 x 15 mm voyager was then advanced, but it was unable to cross the end of the lesion. An attempt was made to inflate the balloon to open the vessel making it easier to cross lesion, but the balloon ruptured due to the highly calcified lesion. The voyager was exchanged for another company's 3.0 x 15 mm balloon which easily crossed the lesion. The procedure was completed by placement of a 3.5 x 20 mm vision. There were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned without any blood visible. There was contrast visible in the inflation lumen. The balloon was loosely folded. There was a longitudinal rupture from the proximal marker to the distal marker. The rupture was 1.6 cm long. There were longitudinal scratches above and below the distal end of the rupture. There was no other damage noted to the balloon catheter. A laser micrometer was used to measure the crossing profile and this met manufacturing criteria. The 2/3 balloon profile measurement could not be taken due to the rupture in the balloon. Product performance engineering reviewed the incident information and the returned device analysis. The inability to cross a lesion can be affected by numerous factors including but not limited to, patient anatomical morphology, patient disease state, placement technique, manufacturing device size selection, or associative device interaction. Analysis of the returned device found that there was no damage visible to the balloon or tip which could have contributed to the difficulties advancing furthermore, the crossing profile of the device was within manufacturing specifications. The outer diameter of the balloon could not be measured due to the rupture and loose balloon folds. Reportedly, the lesion treated in the incident was moderately calcified, which could have contributed to the difficulties advancing. Based on the returned device analysis and lesion characteristics, it appears that the operational context of the device contributed to the difficulties advancing. The rx voyager was returned with a longitudinal rupture in the balloon along with several scratches above and below the distal end of the rupture. The scratches suggest that an interaction with something during the procedure damaged the surface of the balloon such that upon inflation, the balloon ruptured. In this case, it is likely that the calcified lesion contributed to the scratches and balloon rupture. Thus the operational context of the device appears to be the root cause of the rupture. Product performance engineering will monitor the incident circumstances. The profile dimensions on all catheters are confirmed by visual and dimensional checks on the manufacturing line at abbott vascular. Additionally, all dilation catheters undergo 100% inspection for leaks and are visually inspected by manufacturing. This MDR is considered closed by the product performance group.